Manufacturer narrative:
G2 - report source (other): patient advocate.

Event description:
It was reported that patient experienced severe pain. On (B)(6) 2024, multiple stents were implanted including one venous wallstent. Beginning in may of 2025, the patient began experiencing severe pain. It was finally determined that the stents had migrated. Two migrated stents were removed. The venous wallstent remains implanted in the patient.

Manufacturer narrative:
G2 - report source (other): patient advocate. Detailed product information was not provided to bsc. We completed a good faith effort to attempt to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced severe pain. On (B)(6) 2024, multiple stents were implanted including one venous wallstents. Beginning in may of 2025, the patient began experiencing severe pain. It was finally determined that the stents had migrated. Two migrated stents were removed. The venous wallstent remains implanted in the patient. Additional information was received that the patient was being treated for bi-lateral may thurner syndrome, and all three stents that were implanted in (B)(6) 2024 were venous wallstents. Sometime after the initial procedure, the patient was in a lot of pain which led to diagnostic imaging being performed. Imaging found that two stents had migrated. One stent migrated from the pelvis. One stent migrated to an artery. The third stent remains where it was implanted, in the left iliac vein. During the removal procedure of the migrated stents, one stent was removed in pieces. The other stent was only partially taken out and the vessel was repaired with a bovine patch. The third stent is being monitored by the physician. The pain was initially resolved from the removal procedure, but the recovery was difficult. The patient ended up with an infection and the experience made the patient so distraught that she got an ulcer. She also needed heparin shots and recently had a blood transfusion. No further details were able to be obtained regarding specific product details, facility or follow-up patient details.